Event description:
It was reported that, "the pt's loose shell and worn poly were reasons for revision."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info has been requested and if it becomes available then it will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00027.